Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. This event was addressed by the customer's biomedical technician (title provided was: bmet ii). The customer's bmet ii reported that the flow sensor assembly was replaced, and preventive maintenance performed. The device passed all testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Event description:
The customer reported a ventilator that failed the flow accuracy test. There was no patient involvement.

Manufacturer narrative:
PMA/510k : 19dec2019. Date of report : 23dec2019 . The gas delivery system assembly (gds) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the gds revealed no signs of physical damage and contamination. The data acquisition (da) printed circuit board assembly pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds. A test da pcba and oxygen solenoid valve was installed into the gds. The gds was installed into the failure investigation (fi) test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned gds failed air flow accuracy testing. It was determined that this failure was due to a defective u1 (sensor air flow amp 1000 sscm) on the air flow sensor pcba. This component and the eeprom u1 that contains the sensor calibration data were replaced on the flow sensor pcba. The device was then retested, and passed all testing. The out of specification u1 on the air flow sensor pcba created the air flow accuracy, o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.